Manufacturer narrative:
In the case description, the user mentioned that the controller delivered a 10u bolus with no input from the user. The physical device was not received for investigation. Android log files from the complaint device were uploaded by the user to the cloud and downloaded for investigation. Inspection of the device log files found evidence of a 10u bolus being programmed and canceled. The log files showed that the bolus calculator screen was generated by the controller due to activation by the user. Multiple attempts to adjust the bolus were made while in the bolus calculator screen. The controller then set the step to confirm the bolus by transitioning to the confirm bolus screen. The bolus was then confirmed by the user and the controller transitioned to the bolus progress screen. The user then successfully canceled the bolus. The system was found to function as intended, as the 10u bolus was not delivered without input from the user.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) attempted to deliver 10 units of bolus and canceled after delivering 1.7 units.